Manufacturer narrative:
E1:patient city: (B)(6) , patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 480 mg/dl at the time of event and the patient got treated with intravenous insulin injection. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6001790 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: packing of quick set the lot 6001790 was manufactured according to the wi version (B)(4) and packaging in the multivac 08, on 14/jun/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/mar/2025 against malfunction codeno malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 6001790 and no other complaint has been registered in database for the same lot, and malfunction code, harm code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.